Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 11.7 mmol/l and the sensor glucose was 5 mmol/l at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 3.9 mmol/l. The customer also stated that, the sensor had change sensor alert. The device will be returned for analysis.